Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the screen turned red instead of blue and the calibration test failed due to the touch screen overlay. Analysis also found the top of the stylus was damaged (the stylus worked correctly), the keyboard was damaged, and the right keyboard hinge was broken. The feet of the lower case and the cable bay latches were missing. There was no wireless communication due to the receiver module. It was noted errors were found in the programmer software updates. It was also noted the printer failed.

Event description:
It was reported the stylus calibration was disturbed; stylus calibration failed while running stylus calibration. The programmer was returned for repair. There was no patient involvement.